Event description:
It was reported that a patient underwent a dermolipectomy on (B)(6) 2010 and suture was used. Following the procedure, the suture broke. This was observed after removing the wound dressing. The suture was replaced.

Manufacturer narrative:
(B)(4): conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was concluded and the batch met all finished goods release criteria.